Event description:
Mechanism is not allowing for fluid transfer and given a glass syringe we are finding providers who are removing the entire mechanism and drawing out of the syringe in order to get the med administered [device malfunction] no adverse event [no adverse event] case narrative: this initial spontaneous report concerns of device malfunction and no adverse event in a patient (age, gender, and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2024, amneal pharmaceuticals received information from the pharmacist via an email concerning above-mentioned adverse event experienced by the patient while on amneal's glycopyrrolate injection. The patient was being treated with glycopyrrolate injection (ndc: 70121-1699-07) (lot no. And expiry date, dose, route, frequency, and therapy dates were not reported) for an unknown indication. Concomitant medication, concurrent condition, medical history, historical medication, history of procedures/surgeries, history of allergies, history of smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. It was reported that the syringes, seems like having problems with the claves with our needless sites, the mechanism is not allowing for fluid transfer and given a glass syringe we are finding providers who are removing the entire mechanism and drawing out of the syringe in order to get the medicine administered. Last action taken with glycopyrrolate in relation to device malfunction and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device malfunction and no adverse event was unknown. The reporter did not provide the causality of device malfunction and no adverse event with glycopyrrolate. This case was considered as serious. The reportability of this case was expedited.

Event description:
Mechanism is not allowing for fluid transfer and given a glass syringe we are finding providers who are removing the entire mechanism and drawing out of the syringe in order to get the med administered [device malfunction]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of device malfunction and no adverse event in a patient (age, gender, and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 10-sep-2024, amneal pharmaceuticals received information from the pharmacist via an email concerning above-mentioned adverse event experienced by the patient while on amneal's glycopyrrolate injection. The patient was being treated with glycopyrrolate injection (ndc: 70121-1699-07) (lot no. And expiry date, dose, route, frequency, and therapy dates were not reported) for an unknown indication. Concomitant medication, concurrent condition, medical history, historical medication, history of procedures/surgeries, history of allergies, history of smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. It was reported that the syringes, seems like having problems with the claves with our needless sites, the mechanism is not allowing for fluid transfer and given a glass syringe we are finding providers who are removing the entire mechanism and drawing out of the syringe in order to get the medicine administered. Last action taken with glycopyrrolate in relation to device malfunction and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device malfunction and no adverse event was unknown. The reporter did not provide the causality of device malfunction and no adverse event with glycopyrrolate. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 21-oct-2024. New information received includes investigation report, attached with this case. A complaint was received for the product: glycopyrrolate injection usp 0.2 mg/ml (2 ml) pfs, lot no. Unknown regarding ¿having problems with the claves with our needless sites, mechanism is not allowing for fluid transfer¿ multiple follow-up attempts have been made with complainant, requesting products details (lot no. & expiration date), complaint sample pictures and what type of connectors used for administration of medication however no response was received from complainant. Hence an abbreviated investigation was performed. Review of control available during batch manufacturing and batch packing, review of primary packing material, stability data, historical review, pack insert of product and apqr reveals no unusual observation which could attribute to reported complaint. Average tip cap opening torque (nlt 10 n and nmt 40 n), break loose force (nmt 20 n) and average gliding force (nmt 15 n) trend was reviewed in apqr and found within specification limit for all batches during review period. Based on investigation, no cause corroborated with the manufacturing and packing process which could lead to reported complaint. Review of pack insert instruction reveals that pil does not recommend any specific type of connectors for administration of product glycopyrrolate injection usp 0.2 mg/ml (2 ml). Vendor schott poonawalla, studies demonstrate that subjected pfs barrel tip are compatible with reference connectors c1 and c3 as per iso 80369-7:2016. Pfs are designed to be compatible with female connectors/needleless luer access valve (lav)/device (nlad) including needle hub of hypodermic needles which are in compliance with iso 7864 sterile hypodermic needles for single use -requirement and test methods. Hence there may be the possibility that connectors used by the complainant could not in compliance with iso 7864 and not compatible with the drug product pfs. Also, amneal pil does not recommend any specific type of connectors for administration of product glycopyrrolate injection usp 0.2 mg/ml (2 ml). Hence no further action is warranted. Based on the investigation, reported complaints stand non-substantiated. Last action taken with glycopyrrolate in relation to device malfunction and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device malfunction and no adverse event was unknown. The reporter did not provide the causality of device malfunction and no adverse event with glycopyrrolate. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.